Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. The blood glucose reading was 207mg/dl. Troubleshooting was performed, and the drive support was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads, cracked rservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked belt clip slot was also noted.